Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 21 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that while placing the catheter from a t-bloc tray (with epi-med catheter) for a nerve block for a total knee surgery, the catheter broke. While the catheter was being threaded through, the catheter became kinked, and was pulled back out. When it was pulled out, it was noted that the tip of the catheter had sheared off. It is unknown how much of the catheter was left inside the patient. The catheter did appear stretched. The patient was re-blocked with a new catheter with no further issues. The patient is in stable condition. Per additional information received 9 feb 2018, 4-5cm of catheter with metal was left in the patient. It is located in the hip area. The patient was given a choice of surgical removal, or to leave it in and take antibiotics. The patient has elected leave the catheter piece in. Per additional information received 13 feb 2018, the catheter was for a continuous femoral block. No further information has been received at this time.

Manufacturer narrative:
All information reasonably known as of 16-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Medwatch mw5075612 was received on 29-mar-2018 that stated: "tip of catheter broke off while in the pt." No further information was received.

Manufacturer narrative:
A needle and catheter were received for evaluation. The catheter was received broken with the internal wire stretched. The catheter was shipped to an external lab for evaluation. The results from the external lab noted "the catheter was decontaminated. Next, the returned catheter was examined. The catheter¿s distal tip coating and internal spring were sheared off from the device. Measurement testing was conducted and it was determined that approximately 1 ½¿ of the catheter¿s distal end coating and internal spring were sheared off from the device. The sheared portion of the internal spring was returned separated from the returned catheter. This portion of the internal spring was stretched and tangled upon return. Next, the returned catheter was examined using the ce-180 (ram optical measurement system). During this examination, it was discovered that the direction of the coating shear was from the proximal end of the catheter tracking towards the catheter¿s distal end. Due to the damage starting approximately 1 ½¿ from the catheter¿s distal end and tracking towards the catheter¿s distal tip, the external lab suspects that the damage most likely derived from the catheter being withdrawn while the needle was still in place. This is highlighted in the instructions for use pi-004 rev. 3 (spring guide epidural catheter products) - warnings: do not remove catheter while needle is in place. Spring guide catheter and epidural needle must be removed together as a unit to prevent potential catheter damage¿ based on the sample evaluation and complaint description, the most likely root cause of this event was use error. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 21-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).